Event description:
Caller needed assistance with setting and locking basal rates on pt's device (basal rates set a 1.3 u from 12a-6a, and 1.5 u for the rest of the time). Pt had previously readjusted most of the hourly rates to approximately 6.5 u. The device's clock was also off by 8 hours. Pt is completely blind and is clinically depressed (and suicidal). Pt was heard saying that he "wanted to die" and "maybe I will die." Caller stated that pt was in hospital ICU for 6 days with a diagnosis of diabetic ketoacidosis. No other information could be obtained.